Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, product type: compression loading system. (Cls) product ID: d-evolutfx-34, product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured once. On second deployment attempt, at 80% deployment an infold was seen on fluoroscopy. The valve was removed and a different manufacturer's device was successfully used for implant. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm true balloon, with a minimum diameter of 24mm. Annular calcium present under the right coronary cusp (rcc). The perimeter derived was 84.1. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating that no misload or procedural delay occurred. The valve was recaptured as it appeared deep on initial position. There was nodular calcium at the annulus which may have contributed to the infold upon recapture.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. 1 fluoroscopic still image of the fluoroscopic check and implant procedure were provided for review. The patient summary was not provided for anatomical review. Image 1 showed the infolded evolut valve frame at 80% deployed, and a large infolding toward the left side of the image. An evolut bioprosthesis infold can be caused by different reasons. An undetected valve misload may have promoted the subsequent frame infolding. Notwithstanding the medical justification for the choice of the pre- balloon dilatation, it was possible that the utilization of a 22 mm true balloon with a 24 mm minimum annulus diameter may have been a too conservative approach. A likely reason as reported by the physician is that the nodular calcium may indeed have induced the formation of an infold upon recapture of the evolutfx 34 mm. However, it is not possible to determine the root cause for the infold. No adverse patient effects were reported. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.